Event description:
"Occlusion: the patient underwent evar on (B)(6) 2024, and received an additional treatment on (B)(6) 2024 for blood flow obstruction due to occlusion of the leg extension stent graft. After thrombus removal, an excluder leg (16mm-4.5mm-7cm, gore) was additionally implanted in the occluded area. An epic stent (12mm-4cm, boston scientific) was implanted to help expand of the contralateral leg extension stent graft. Balloon dilation was performed, and the occlusion was improved. Physician's comment: the patient's had a thin terminal aorta. The leg extension stent grafts were implanted in the thin area with a 1:2 force ratio (one leg extension stent graft implanted on the right and two overlapping leg extension stent grafts implanted on the left), which may have resulted in the occlusion of the one leg extension stent graft side. This is a relatively common complication of stent graft treatment, and the treatment should have included the alternative of using another company's product, based on the diameter of the terminal aorta. Operation type: evar. Ancillary device: 28-b2-22-100u and 28-l2-20-100u. Blood loss: unknown. No image available. Pre-case plan available (schema attached). No additional information available". Patient outcome: "there was minor health damage to the patient, but the patient recovered."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion: the patient underwent evar on (B)(6) 2024, and received an additional treatment on (B)(6) 2024 for blood flow obstruction due to occlusion of the leg extension stent graft. After thrombus removal, an excluder leg (16mm-4.5mm-7cm, gore) was additionally implanted in the occluded area. An epic stent (12mm-4cm, boston scientific) was implanted to help expand of the contralateral leg extension stent graft. Balloon dilation was performed, and the occlusion was improved. Physician's comment: the patient's had a thin terminal aorta. The leg extension stent grafts were implanted in the thin area with a 1:2 force ratio (one leg extension stent graft implanted on the right and two overlapping leg extension stent grafts implanted on the left), which may have resulted in the occlusion of the one leg extension stent graft side. This is a relatively common complication of stent graft treatment, and the treatment should have included the alternative of using another company's product, based on the diameter of the terminal aorta. Operation type: evar. Ancillary device: 28-b2-22-100u and 28-l2-20-100u. Blood loss: unknown. No image available. Pre-case plan available (schema attached). No additional information available". Patient outcome: "there was minor health damage to the patient, but the patient recovered.".